Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff state exact cause of event unk, possibly sweating and moving arm caused the table to loosen and the fistula needle fell out of access. Facility staff also evaluating pt for possible gi bleeding that may have contributed to decrease in hb. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
Approx 9 mins before the end of a routine hemodialysis treatment, the pt's venous access needle fell out, blood lines were immediately clamped. Rinse back was not completed, estimated blood loss was 200cc. Hb tested on (B)(6) and it was 7.2, decreased from hb 10.1 on (B)(6) . Pt's epogen dose was increased to 40,000 units 1x/week from 20,000 units 1x/week. No other medical intervention was provided.